Manufacturer narrative:
Unit had blank flashing white lcd with audio beeps due to cracked lcd controller. No unexpected vibrate anomaly noted. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to blank flashing white lcd with audio beeps. Unit had minor scratched display window, scratched case, and a pillowing keypad overlay. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump was giving a white flashing on and off screen. The insulin pump was alarming and vibrating. Customer's blood glucose level was close to 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.